Manufacturer narrative:
Device was received with critical pump error alarm during testing due to moisture damage on electronic assembly. Device received with cracked case battery tube and cracked case corner of belt clips rails noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hypoglycemia and critical pump error image was displayed on the screen of the insulin pump. Customer's blood glucose value was 45 mg/dl at the time of incident. The customer declined troubleshooting for low blood glucose event. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The device will be returned for analysis.